Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump shut off unexpectedly. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was in the 300s(mg/dl).

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.